Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the grafts were uneven. There was no harm or delay reported. Due diligence is in progress. No additional information is available at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4).. Unknown blade medwatch #: 0001526350-2024-00391. This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d2, d4, d9, g3, h1, h2, h3, h6, h10 review of the most recent repair record determined the control bar was not in the correct position and the control bar was loose. The control bar was adjusted, the needle bearing, vespel, semi-circle bearings, and set screws were replaced and resolved the reported issue. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.